Event description:
Healthcare professional initially reported seroma and later reported capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Alternate email address: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease flat. Wear abrasion, weight to the spec, opening. A microscopic analysis was performed which identify a sharp edge opening in the anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the anterior side assessed as unidentified (tear) opening. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: seroma; capsular contracture, baker grade IV.